Manufacturer narrative:
Technician found that the foot hi/low cylinder was pinching the head hydraulic line. Technician repositioned the hydraulic line and secured the line to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Technician alleged that the head of the bed would not raise or lower when the bed is in full down position.